Event description:
A patient reports upon removal of the pod having both irritation and a scar at the pod infusion site. No additional information has been provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported scar at the pod infusion site. No lot release records were reviewed, as the product lot number was not provided.